Manufacturer narrative:
Product event summary: one controller (B)(6) was returned for evaluation. The ventricular assist device (vad) and one controller (B)(6) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. The reported controller loss of power and vad stopped alarm events on the primary controller (B)(6) were confirmed through log file analysis. Review of the controller log files associated with (B)(6) revealed a controller power-up event logged on (B)(6) 2019 at 10:42:30. The controller was without power for 13 seconds. No associated motor start event was logged. A vad stopped alarm was logged at 10:42:59 indicating that the vad failed to restart after multiple attempts. This was followed by a vad disconnect alarm at 10:47:26, which is indicative of a physical disconnection of the driveline from the controller, which corresponds with the reported controller exchange. Controller log files from the backup controller (B)(6) were not available for analysis. As a result, the reported vad stopped alarm on the backup controller could not be confirmed. The most likely root cause of the vad disconnect alarm observed in the log files may be attributed to a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. An internal investigation evaluated failures of the vad to restart at the system level (interaction between the vad and peripheral devices). Based on an extensive internal investigation, the likely contributing cause for failure to restart was the inability of the vad-start algorithm to provide sufficient torque to overcome abnormally high mechanical resistance caused by unknown conditions that existed prior to the failed restart attempt. A possible root cause of the controller loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Additional products: d4: serial #: (B)(6). D10: yes, return date: 14-jan-2020 h3: yes dev rtn to MFR? Yes. H6: FDA method code(s): 10, 4112. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 4310, 4315. D4: serial #: (B)(6). H6: FDA method code(s): 4114. H6: FDA results code(s): 3221. H6: FDA conclusion code(s): 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that there was a loss of power to the primary controller.

Manufacturer narrative:
Additional products: d4: serial #: (B)(6). H3: no, device evaluation anticipated, but not yet begun h6: device code(s): c63025 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 d4: serial #: con401936 h3: no, device evaluation anticipated, but not yet begun h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 13-aug-2018. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2019 / serial #: (B)(4), UDI #: (B)(4). Device available for single use: no. Mfg date: 27-aug-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that primary controller exhibited a ventricular assist device (vad) stopped alarm and the patient was unconscious. A controller exchange was performed, the vad speed reached 300-400 rpm, and the backup controller exhibited a vad stopped alarm. The patient was taken to the hospital and subsequently died of an unknown cause.